Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with broken battery cap(p), minor scratched display window and cracked reservoir tube lip. No chip/damage on battery tube threads noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank on (B)(6) 2017. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer was not calling back after receiving a new battery cap. The battery cap was damaged because it was over used. The type of battery in use was not mentioned. Customer inserted new aaa alkaline battery. Customer states the display did not return. Insulin pump will be returning for analysis.